Manufacturer narrative:
The initial failure description was "flow fluctuates". The device was manufactured on 2018-10-01. The device history record (DHR) of the rotaflow console (material: 70104.6405, serial: (B)(6)) for which a customer complaint was received, was reviewed on (B)(6) 2020. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint according to the describe event or problem grid the 70103.4666 lemo rfd master connector will be replaced. The rotaflow will be working normally again. The reported failure was already investigated in complaint (B)(4) by our life-cycle-engineering (lce) in the investigation report lce04295. Following most probable root cause could be determined: it could be confirmed that the deviation of the flow values is 2-5 times higher than expected. The most probable root cause is related to a defective shielding of the affected coaxial cable. The reported failure "flow fluctuates" was discovered during treatment. The device was directly involved in the event and not able to meet its specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Flow fluctuates at a fixed speed. Complaint ID:(B)(4).